Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) worked with pharmacy and surgical services leadership to arrange remote access around operating room schedules. The customer stated that the issue was intermittent and not consistently reproducible. After successfully dialing into the station, system logs from the previous seven days were reviewed by tss, and no errors or events were found correlating to the reported frozen screen behavior. Additional details such as specific dates, times, and affected user identifications (ids) were requested to allow deeper analysis; however, no further information was provided. The customer later confirmed that the pyxis system returned to normal operation with no further issues observed. The system functioned as intended after the technical support specialist tested the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station screen froze during the sign-in process. The customer reported that the station continued to freeze upon each sign-in attempt. The station was rebooted three times; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.